Manufacturer narrative:
Investigation: samples received: 7 closed pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received 7 closed ampoules showing ampoule leakage. All ampoules received have been optically evaluated and a defect in the sealing bar of the ampoule was found. The leakage of the glue occurs at this point as can be seen. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. A CAPA has been initiated.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was ampoule leakage. The reporter indicated that the operating room of the second affiliated hospital of harbin medical university has found that the glue inside leaks when the outer package is opened. The operating room thought it was an individual event. Later, it was found that there were more and more leaks. The event was found prior to use.